Event description:
As reported, during robotic abdominal hernia repair procedure, customer reports using the phasix st mesh past its labeled expiration date. The labeled expiration date of mesh was 28-sep-2023 and the patient was implanted with the mesh on (B)(6) 2023. During risk management review, it was noticed that the mesh had been implanted beyond the labeled expiration date. No intervention was reported, mesh remains implanted.

Manufacturer narrative:
As reported, an expired phasix st mesh was inadvertently implanted into the patient. There was no adverse outcome associated with the patient. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error, with no malfunction of the device. To date, this is the only reported complaint for this manufacturing lot. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted.